Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro by the patient's family that the patient had passed away due to complications related to an increased level of carbon monoxide in the bloodstream. Nevro had attempted to obtain a medical assessment from the implanting physician but no additional information was available.